Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient (unknown race and ethnicity) was implanted with an impella cp device for mechanical circulatory support and approximately 11 days after start of the support, the patient had bloody stool. A gastrointestinal bleed was confirmed. The patient was successfully weaned, and the device was explanted. Heparin was running in the impella 5.5 pump purge line and may have exacerbated the bleeding event. The patient was noted to be stable following the event.

Manufacturer narrative:
Pump was not returned for investigation. As per the clinical information provided, the gi bleed was found by the bloody stool of the patient but the location of the bleed is unknown. Therefore the failure cannot be investigated further. Therefore, the root cause of the vascular damage issue was not determined since product was not returned and the location of the bleed is unknown.